Event description:
It was reported that during a balloon angioplasty treatment procedure the shaft broke. The 80% stenosed lesion was located in a severely tortuous mid left anterior descending artery. The shaft of the nc quantum apex mr 12mm x 3.00mm snapped in half inside of the catheter. They removed the catheter and balloon catheter. They used a new balloon and catheter and completed the procedure successfully. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure the shaft broke. The 80% stenosed lesion was located in a severely tortuous mid left anterior descending artery. The shaft of the nc quantum apex mr 12mm x 3.00mm snapped in half inside of the catheter. They removed the catheter and balloon catheter. They used a new balloon and catheter and completed the procedure successfully. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed the hypotube separation was 58.5cm from the edge of the strain relief. The distal portion (including midshaft, balloon, tip) was not returned. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).